Event description:
It was reported by the customer that the device has a broken claw. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the claw. A review of the device history record for sn (B)(4) was performed from the date of manufacture 08/10/2012 to the present date 12/11/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported by the customer that the device has a broken claw. There was no patient involvement.